Event description:
On 08-aug-2024, the manufacture was made aware that a patient had developed a fistula earlier in the year. Additional information had been requested.

Manufacturer narrative:
During hifu treatment, there is a risk of damage to the rectal wall (rectal fistula) from the heat generated during the treatment. Damage to the rectal wall can lead to bleeding, infection and incontinence and may require surgical intervention to correct. This risk can be minimized by constant monitoring of the temperature in the probe tip and by the use of a cooling device to control the temperature of the probe tip. However, this hazard cannot be avoided completely. Patients who have had previous radiation treatment for prostate disease are at higher risk for rectal fistula. The manufacturer encourages all practitioners to follow the user manual, labeling, warnings, and cautions, and to complete the required training on the best techniques for using the device.